Event description:
It was reported that the patient presented to the emergency room with symptoms of syncope. Upon review, it was discovered that the right ventricular lead exhibited oversensing noise. The lead was capped and replaced on (B)(6) 2021. There were no patient consequences.